Event description:
It was reported that the pt was successfully resuscitated using the autopulse with no issues. However, the physician at the hospital contacted the (B)(6) dispatch with a list of injuries he believed were caused by the autopulse platform: multiple bilateral rib fractures, hemopneumothorax on right side, hemothorax on left side, fracture of vertebrae at t9, injury of aortic arch, intimal injury of the descending aorta, and a small cardial effusion. Manual CPR was done briefly by a ff/paramedic before the autopulse was applied and some crepitus was noted during compressions. Pt had a history of mva with rib fractures in (B)(6) and was on CPAP at home when he arrested. Emergency crew advised the physician that these injuries were the first heard of with the autopulse and that in fact the emergency crew has been very successful with cardiac resuscitation efforts with the autopulse. No adverse event reported.

Manufacturer narrative:
Zoll medical corp has not yet received the device. A supplemental report will be submitted if the device is received and when it is evaluated. No adverse event reported.